Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly and battery gauge was fluctuating. Pump shutdown. Customer's blood glucose was 305 mg/dl. The customer continued to use the pump for insulin therapy.